Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 106 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
All of the buttons functioned properly during testing. However, corroded keypad traces were found during the visual inspection. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, scratches on the reservoir tube window, and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).